Manufacturer narrative:
Two new tego connectors were returned for investigation. Both devices have met design guidance for luer and thread form. The customer complaint could not be confirmed. The review of potential lots was performed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
(Lot number): the customer provided 2 possible lot numbers: 3642653 (manufactured on 4/1/2018, expire on 3/1/2023) or 3707579 (manufactured on 6/29/2018, expire on 6/1/2023). The device is available for evaluation but have not been received yet.

Event description:
The customer reported a tego connector was disconnected from the catheter (venous line) during dialysis. There was a patient involvement, significant blood loss and delay in critical therapy (hemoglobin dosage had to be given). There was no adverse event or harm reported. It is not evident that the blood loss during vigilant monitoring was a life-threatening event or that hemoglobin dosage was an intervention to preclude permanent impairment of a body function or permanent damage to a body structure.